Event description:
It was reported that the coag was not working properly during surgery.

Manufacturer narrative:
It was reported that coag was not working properly during surgery. The issue was resolved by using another pulsar generator from another surgical suite. The effect on the patient was a 5-10 minute delay to the case. The unit is being returned to the manufacturer for evaluation.